Event description:
It was reported that this suture anchor implant broke during insertion for a shoulder instability repair. This occurred again during an attempt to insert another suture anchor implant. It was reported that the surgeon used a different implant to complete the procedure and no injury or significant surgical delay was associated with this event.

Manufacturer narrative:
Investigation findings: an evaluation of this device is unable to be performed as the device will not be returned for evaluation. The instructions for use provided with the product, informs the user: note: the mini-revo implant must be seated securely and firmly. If the implant is loose or wobbles on the end of the driver, depress the suture retention sleeve and re-tighten the suture. Note: proper orientation and alignment of instruments is important during implantation of the mini-revo to minimize possible breakage of the anchor. Breakage of the implant is possible if: the pilot hole is not drilled and tapped to an adequate depth, improper alignment of anchor to pilot hole or loose or non-secure anchor on driver.